Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced paralysis in their legs the same day that their lead was implanted. X-rays were taken and confirmed an epidural hematoma. As a result, surgical intervention was taken to explant the lead and extension. Issue was resolved.